Event description:
The customer reported a leak from the probe onto the top of the sample tube stopper on the unicel dxh 800 coulter cellular analysis system. The volume was reported as 2 drops and the leak was contained. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) observed the leak on the tube stoppers and bleached the vacuum lines from the sam (sample aspiration module) probe to the solenoid valve 103 (vl103) to the probe waste chamber (vc340) to resolve the leak. (B)(4).